Event description:
It was reported that insulin gauge displayed amount different than expected, showing a much lower fill estimate than what caller expected on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, requested email with cartridge loading resources, and was advised to call back for troubleshooting if problem recurred, which caller acknowledged.